Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following the patient's trial lead explant, physician diagnosed that the patient developed infection at the lead incision site. As a result, patient was prescribed antibiotics, and the infection has now resolved.

Manufacturer narrative:
Date of event is estimated.